Event description:
An impella cp was inserted into the right femoral artery in a 55-year-old male patient with a past medical history of coronary artery disease (cad) and angina presenting with an in-hospital cardiac arrest with return of spontaneous circulation (rosc) after cardiopulmonary resuscitation (CPR) and epinephrine administration, in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage e shock on multiple inotropes, vasopressors, ventilator support prior to initiation of support. The impella cp was inserted for ventricular support as a bailout following left anterior descending (lad) perforation and cardiac arrest during high-risk percutaneous coronary intervention (pci) of the left main (lm) artery and lad. While in the cardiac catheterization lab (ccl), the impella cp was explanted to facilitate extracorporeal membrane oxygenation (ECMO) arterial cannulation. The impella cp was then inserted into the left femoral artery. Due to continued pericardial bleeding from the lad perforation, the patient was emergently transferred to the cardiovascular operating room (cvor) for sternotomy, pericardial window, and repair of the lad. The 14fr peel-away impella sheath was left in place and during transfer to the cvor, the impella was found to be malpositioned with the inlet and outlet in the aorta with pigtail across the aortic valve (av). During impella repositioning, the patient experienced ventricular tachycardia which resolved following cardiac paddle defibrillation x1. Following completion of the surgical procedure, the impella inlet was readvanced across the aortic valve under transesophageal echocardiogram (tee) and secured at 94 cm. The impella peel-away sheath was removed; the repositioning sheath was advanced into the arteriotomy and was secured with forward tension sutures x2 and dressing. The patient was transferred to the cardiovascular intensive care unit (cvicu) for further management and was successfully weaned from ECMO and impella cp. A magnetic resonance imaging (MRI) scan was planned for neurological follow up. The post-procedure outcome was survived at explant. The device functioned at p-3 at 0.7 l/min with no issues. Improper positioning of impella can lead to arrhythmia. Malpositioning, such as when the device is too deep in the left ventricle or too high in the aorta can cause mechanical irritation of the cardiac structures, inducing conduction changes. Arrhythmia is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position with inlet and outlet in aorta after patient transfer. The device passed all post sterile inspection checks.